Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The serial number of the hemodialysis machine was not provided nor where any parts returned for failure analysis investigation. The reported issue of "filling of saline bag" was addressed by CAPA. Should any additional information be provided, a supplemental MDR will be filed.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a possible saline bag backfilling. No further information is available.